Event description:
Customer returned the device for evaluation and repair of forceps elevator not working and discolor at connecting tube. There is no reported harm to any patient. Upon evaluation of the returned device, it was observed that forceps elevator had foreign material. In addition, distal end rubber coating (a-rubber), grip, right/left knob, up/down knob, control unit, and switch box were dirty. This is attributed to insufficient cleaning of the device. This medwatch is being submitted for the reportable issues of foreign material found in the forceps elevator and several parts of the device being dirty as observed during device evaluation.

Manufacturer narrative:
Full name of the facility is (B)(6). The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that forceps elevator had foreign material. In addition, distal end rubber coating (a-rubber), grip, right/left knob, up/down knob, control unit, and switch box were dirty. This is attributed to insufficient cleaning of the device. Other observations for the device are: forceps elevator wire (k-wire) is completely cut off; adhesive on a-rubber is detached; connecting tube has a wrinkle; due to a cut on heat shrinking tube of forceps elevator lever, expected insulation capacity cannot be obtained; insertion tube non-bending section (ig) protector is damaged; angulation is reduced; knobs have play; due to deformation of nozzle, water removal ability does not meet the standard value; due to clogging of air/water channel, water supply volume does not meet the standard value; and distal end cover (c-cover) has a scratch. The user¿s complaint of forceps elevator not working was confirmed. Connecting tube discolor was reported but not confirmed during inspection. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
Additional information has been received for this event from the customer and information on the foreign material. This supplemental report is being submitted to provide this information. Foreign material in the device could not be identified. Although customer is trained as per olympus training and instructions for use, and is performing all the necessary reprocessing steps without any delay in general, in this case the customer did not brush enough during reprocessing due to elevator wire cut off. There could be a possibility that the device was used in a procedure with the presence of foreign material, but no impact on patient or infection reported so far. Customer has oer series automatic endoscopy reprocessor (aer), serial number 2531513. Information on detergent and disinfectant used with the aer is not available. There are no issues with the aer. The scopes are dried in the aer and stored safely in almirah cabinet after being reprocessed.

Event description:
Addendum feb 23, 2023: the event of forceps elevator not working was found during reprocessing. There was no patient or procedure was involved when the event found.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.